Event description:
It was reported that a shaft fracture occurred. A 2.4mm jetstream xc catheter was selected for an atherectomy procedure in the anterior tibial (at) artery. A shaft fracture occurred on the working length of the catheter that could have entered the patient's body. This occurred prior to full insertion of the catheter. The procedure was successfully completed with a new device. There were no patient complications reported.

Event description:
It was reported that a shaft fracture occurred. A 2.4mm jetstream xc catheter was selected for an atherectomy procedure in the anterior tibial (at) artery. A shaft fracture occurred on the working length of the catheter that could have entered the patient's body. This occurred prior to full insertion of the catheter. The procedure was successfully completed with a new device. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR: the device returned consisted of a jetstream xc-2.4 atherectomy catheter. The device was visually examined for any shaft damage. Visual examination noticed that there was shaft damage in the form of buckling/kinks. The locations of the damage were 12cm and 16cm from the tip. Visual examination noticed that the infusion line had burst proximal to the buckling/kink damage. The location of the burst infusion line was approximately 30cm to 31.5cm from the tip. The device was set-up and functionally tested per the instructions for use and the device functioned as designed except for the leaking at the burst infusion line. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities.